Event description:
It was reported that during a left internal carotid artery stenting procedure, during post stent dilatation with a viatrac balloon, the patient became bradycardic and hypotensive and was treated with dopamine intravenously and midodrine by mouth. One day post procedure the hypotension resolved; however, the bradycardia is listed as continuing. On (B)(6) 2012, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Emboshield nav 6 embolic protection device; rx viatrac plus balloon dilatation catheter. There were no reported product deficiencies. The reported patient effects of bradycardia and hypotension are listed in the xience v instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.